Event description:
It was stated that "pt was operated on (B)(6) 2012. She received a l2-5 lateral fusion using aria, and l2-s1 posterior spinal fusion using xia 3. On february 27th pt came to clinic for a postoperative follow up. Pt is asymptomatic. Upon receiving an x-ray, surgeon noticed that the s1 screw head while still connected to the rod has popped off the screw."

Manufacturer narrative:
Additional info has been requested and if made available will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.